Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer reverted to using a non-tandem pump to manage diabetes and the blood glucose level had been lowered. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer thought that the pump was "delaying insulin delivery" as the customer's blood glucose (bg) level was over 600 mg/dl. The customer had not been correcting for the blood sugar and had not entered the bg level when insulin was delivered for lunch. To treat the 600 mg/dl, a correction bolus was delivered. The customer did not feel comfortable with the pump training; however, declined tandem customer technical support's (cts) offer to provide additional training. The customer also declined to change the supplies on the pump or to troubleshoot with cts.